Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. At the beginning of the procedure spontaneous echo contrast was noted in the left atrial appendage. After the transseptal puncture the patient was administered heparin and the activated clotting time was observed to maintain above 200. Initially a 27mm watchman flx laa closure device with delivery system (wds) was used but pass (position anchor size seal) criteria was not met after five recapture and deploy attempts. The device was removed from the patient and a 31mm device was successfully implanted following three recaptures and deployments. A 3mm leak towards the limbus was observed prior to release of the device but was sealed upon implantation. Directly before the final release of the device a long thrombus was observed on the face of the device. The sheath and core wire were removed from the patient and the thrombus retained its position. It was noted that the thrombus had grown in size and crossed the mitral valve into the aortic root/left ventricular outflow tract. Open cardiac surgery was performed to retrieve the thrombus, excise the watchman device, and ligate the laa. As of (B)(6) 2021, the patient was still in recovery, extubated and alert and oriented to their surroundings. Chest tubes were expected to be removed the following days.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. At the beginning of the procedure spontaneous echo contrast was noted in the left atrial appendage. After the transseptal puncture the patient was administered heparin and the activated clotting time was observed to maintain above 200. Initially a 27mm watchman flx laa closure device with delivery system (wds) was used but pass (position anchor size seal) criteria was not met after five recapture and deploy attempts. The device was removed from the patient and a 31mm device was successfully implanted following three recaptures and deployments. A 3mm leak towards the limbus was observed prior to release of the device but was sealed upon implantation. Directly before the final release of the device a long thrombus was observed on the face of the device. The sheath and core wire were removed from the patient and the thrombus retained its position. It was noted that the thrombus had grown in size and crossed the mitral valve into the aortic root/left ventricular outflow tract. Open cardiac surgery was performed to retrieve the thrombus, excise the watchman device, and ligate the laa. As of (B)(6) 2021, the patient was still in recovery, extubated and alert and oriented to their surroundings. Chest tubes were expected to be removed the following days. It was further reported that the patient was discharged home five days post procedure.